Manufacturer narrative:
Per the clinic, the patient also experienced no sound from the implanted device. The device was explanted on (B)(6) 2025 and the patient was reimplanted with a new device during the same surgery. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Hardware exchange / troubleshooting / reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (specific date not reported). The patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.